Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was trying to go downstairs when she began feeling lightheaded, weak, and sluggish. The patient¿s cgm was reading 129 mg/dl, and then 80 mg/dl, and then 60 mg/dl. The patient also tested their bg meter reading which was 40 mg/dl and then 29 mg/dl. The timespan between the readings provided by the patient is unclear. The patient eventually passed out. When the patient regained consciousness, she was already at the hospital (no details about how the patient got to the hospital were provided). The patient could not recall how long she was unconscious. She reported being treated with steroids to manage her blood pressure and unspecified IV fluids. No details were provided regarding how long the patient was in the ER prior to being discharged. The patient continued to mention that she could not recall any further event details. The patient was in stable condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.